Event description:
It was reported that the right ventricular (rv) lead exhibited pacing impedance out of range. Boston scientific technical services (ts) suggested to program split configuration, paced unipolar and sensed bipolar. This lead remains in service. No adverse patient effects were reported. Additional information indicated that this lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited pacing impedance out of range. Boston scientific technical services (ts) suggested to program split configuration, paced unipolar and sensed bipolar. This lead remains in service. No adverse patient effects were reported.